Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed during internal flow verification test step during testing on a trilogy evo o2 device. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was the manufacturer service technician proactively replaced following the parts on the device: air inlet foam and particle filters. After replacing the parts on the device, a final test and run-in tests were performed, along with a battery and valve checks. The service technician found the device operational, and it was cleaned.